Event description:
The hosp quality/risk mgr reported the following: a pt was undergoing an endoscopic retrograde cholangio-pancreatography ("ercp") procedure for removal of an occluded biliary stent. The stent was successfully removed, but during cannulation of the common bile duct ("cvd"), the physician repositioned the endoscope because of the difficulty getting the scope back into position. During repositioning, there was an apparent weakening of the pt's duodenal wall which resulted in perforation of the duodenum. The procedure was aborted and the pt was taken to surgery for the following procedures: repair of the perforated area, a cholecystectomy and gastrojejunostomy (related to repair of the perforation). As of 8/12/99, the pt was in the hosp on a ventilator.